Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419388 lead, implanted: (B)(6) 2007; 7304 ICD, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead and left ventricular (lv) lead exhibited no capture. The leads were capped and the system was downgraded. No patient complications have been reported as a result of this event.